Manufacturer narrative:
This report is being filed under exemption (B)(4) by (B)(4), on behalf of the MFR (B)(4). Please note that while this product is no longer manufactured, previous medwatch reports for this product may have been submitted for the mfg site (B)(4) med. Ab ltd. As of (B)(6) 2010, that number was de-activated due to the site no longer being a manufacturer. Going forward, complaints related to this product are to be handled by bhm medical inc. The evaluation of the device to date has been carried out by a rep of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR. Additional info will be provided following the conclusion of the MFR's investigation.

Event description:
The caregivers were transferring a resident from a bed to a chair using a floor lift. They lifted up the resident approx 4 inches above the bed and then the spreader bar fell from the lift and the resident dropped back to the bed. The spreader bar landed on resident upper body. No injuries were sustained.